Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: a supplemental correction report is being submitted to indicate this event was inadvertently submitted under the medical device reporting regulations. A missed scheduled manual transmission would not cause or contribute to a patient death or serious injury and is therefore not reportable.

Event description:
It was reported that there was a missed carelink transmission. It was also reported that there was an error in carelink, where an at/af observation that occurred in the device was not viewable in the carelink website. No patient complications have been reported as a result of this event.